Event description:
It was reported by the patient that she felt that her vns was turned off as she could no longer feel stimulation. The patient also reported an increase in seizures; however she was uncertain as to when this began. Additional information obtained from a nurse practioner indicated that the generator had become disabled due to end of service. It is currently unknown if the increase in seizures is related to the end of service. No interventions have been reported to date, and attempts for additional information have been unsuccessful.